Event description:
Info received indicates during a preventive maintenance check, the bed exit system would not alarm when weight was removed from the mattress.

Manufacturer narrative:
The tech replaced the bed exit tape switch to repair the bed.